Manufacturer narrative:
Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier board was replaced to resolve the reported issue. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a communication error resulting in the unit shutting down during a case resulting in loss of mechanical ventilation during a case. There was no patient injury.